Manufacturer narrative:
(B)(4). The drug involved in the incident was an unknown narcotic. The device was manufactured between march 15, 2013 - march 18, 2013. The device was received for evaluation completely disassembled by the customer. Due to the condition of the device, no testing could be performed. The reported condition could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor experienced no flow during the end of filling of an unknown drug(s). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.